Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it by changing the supplies, but on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 874 mg/dl and had high ketone level which the healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion had been used for less than a day. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, he patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.